Manufacturer narrative:
Date of report: 05jun2019, date rec¿d by MFR:04jun2019. It was reported that there was no patient involvement. Repair information was confirmed, the power switch overlay was replaced. The field service engineer (fse) confirmed the reported problem.the power switch overlay was replaced to address the reported problem. It was reported that after this repair the device was put back into use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04april2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the ventilator had light emitting diode (led) indicator faulty. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. Event date not specified, estimate used.